Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported error 345 which was not reproduced. A review of the event history log identified system error 345. The reported condition was verified. The thermistor readings were within specification. The upstream sensor was replaced preventatively to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found no audio. The cause was identified to be rear case was utilized by kgu which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event was discovered during routine testing in the biomed shop. There was no patient involvement. No additional information is available.